Event description:
It was reported that there was a high right ventricular (rv) coil impedance spike alert received for the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.